Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via clinical study indicated the patient called on 2018-(B)(6) and stated alarms keep going off randomly. The patient was brought in to the office and logs were read. Device interrogation revealed multiple/several motor stalls had occurred and the patient was admitted to have the pump replaced. It was noted the patient was on eliquis and had to be transitioned off before pump could be replaced. The outcome of the event resolved without sequelae on 2018-(B)(6). It was noted the pump was explanted/replaced on 2018-(B)(6). It was noted that the pump was disposed of according to biohazard instructions (please note: this conflicts with the previously reported information as the pump was returned to manufacturer.) It was noted that the event resulted in in-patient hospitalization or prolonged hospitalization. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The pump logs went back to 2018-(B)(6) and showed a motor stall recovery on 2018-(B)(6) at 15:35 an d a motor stall on 2018-(B)(6) at 08:44. No further complications were reported/anticipated.

Manufacturer narrative:
H6: device code c63067 updated to c62859. Eval code-conclusion 92 updated to 11. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6) 2018. It was reported that the patient has blood clots; post p rocedure of a stent placed the patient developed a clot. The patient also lost a lot of weight and felt better [weight decreased]. A motor survey showed spasticity of the left side, left arm, and leg was present. They had generalized hypertonicity [hypertonia]. A motor stall seen on initial interrogation; multiple motor stalls with recoveries in the logs; and a critical alarm was heard. It was also reported that the doses used were 367 mcg/day and 343.1 mcg/day. On (B)(6) 2018, spontaneous reports were received from a physician via a rep regarding a 70 year-old male, who was being treated with 2000 mcg/ml lioresal. On (B)(6)2018 and (B)(6) 2018, additional information was received from a physician. Medical history included intractable spasticity, diabetes mellitus, post stroke cva (stroke syndrome, cerebrovascular accident), essential hypertension, left-side hemispasticity (hemi-paresis from stroke), electric wheelchair use as he has spastic left hemiparesis from a stroke, ex-tobacco user (history of tobacco use, former smoker), and allergy to penicillin¿s (hypersensitivity). On an unknown date, the patient underwent a cardiac procedure to have a stent placed and post-procedure the patient developed a clot. The blood clots were not related to the lioresal. Concomitant products included: allegra (fexofenadine hydrochloride) capsule; aspir-81 (acetylsalicylic acid) tablet delayed release at 81 mg, 1x/day as directed orally; carvedilol at 12.5 mg, 2x/day orally with meals, eliquis (apixaban) at 5 mg, 2x/day orally; furosemide at 40 mg, 1x/day orally; multivitamins capsule; pravastatin sodium at 80 mg, 1x/day orally; prilosec (omeprazole) dr 20 mg; sodium bicarbonate tablet; stool softener capsule; vitamin b12 tablet; vitamin c tablet; vitamin d tablet; and baclofen 10 mg up to 4x/day as needed orally. On (B)(6) 2018, the patient called the office and said his critical alarm was sounding. The patient came into the office and the pump logs were read. The physician tried to get the pump to restart (motor stall recovery) with multiple attempts but the pump failed to recover. The estimated eri (elective replacement indicator) was 44 months. The pump logs showed a motor stall occurred on (B)(6) 2018, at 13:31 with recovery on (B)(6) 2018, at 14:38; a motor stall occurred on (B)(6) 2018, at 15:20 with recovery on (B)(6) 2018, ; a motor stall occurred on (B)(6) 2018, at 23:15 with recovery on (B)(6) 2018, at 23:24; a motor stall occurred on (B)(6) 2018, at 14:18 with recovery on (B)(6) 2018, at 14:27; a motor stall occurred on (B)(6) 2018, at 06:17 with recovery on (B)(6) 2018, at 06:28; a motor stall occurred on (B)(6) 2018, at 01:21 with recovery on (B)(6) 2018, at 01:36; a motor stall occurred on (B)(6) 2018, at -1:44 with recovery on (B)(6) 2018, at 03:12; a motor stall occurred on (B)(6) 2018, at 02:53 with recovery on (B)(6) 2018, at 03:06; and a motor stall occurred on (B)(6) 2018. On (B)(6) 2018, the patient was admitted to the hospital with an admitting diagnoses of a pump malfunction. Since the patient was on eliquis, the surgery was postponed for three days in order to have the pump replaced. On (B)(6) 2018, it was learned that the patient had a follow-up neurology clinic visit on (B)(6) 2018. The patient had been pretty stable since the prior visit with no new symptoms. He felt the pump was working well for his spasticity without complications. He continued to have trouble with his left side which was worse with over-activity. Recent pt (physical therapy) and ot (occupational therapy) had been very beneficial. He would like an increase in his pump dose. He had lost a lot of weight, felt better, and had been increasing his leg strength. He was not able to get around the house or outside the home without full assistance and needed an electric wheelchair as he has spastic left hemiparesis from a stroke. Upon examination, the patient¿s mental status was normal. The cranial nerves were intact, motor strength indicated hemiparesis was present on the left, and motor survey showed spasticity of the left side, left arm, and leg was present. The patient was hemiparetic on the left, but his gait and station were normal. No sensory abnormalities were noted. The reservoir volume was 9.2 ml and the actual residual volume was 10.5 ml. The pump was interrogated and the residual pump volume was aspirated, the pump was reprogrammed and refilled. The itb (intrathecal baclofen) pump was refilled without complications, no adjustments needed. The next pump refill scheduled for (B)(6) 2018. On (B)(6) 2018, the pump alarm was going off (previously reported as (B)(6) 2018,on (B)(6) 2018, the patient called to report it to the physician as he was unsure what to do. The patient reported he was feeling fine. The hospital admission date was reported as (B)(6) 2018. The admission diagnoses was noted to be malfunction of the intrathecal infusion pump. On (B)(6) 2018, the patient's lioresal therapy was noted to be with 2 ,000 mcg/ml at 343.1 mcg/day administered via flex programming and the patient received a bolus dosage of 414.7 mcg/day. The patient had a catheter prime of 0.207 ml after insertion of a new pump. On (B)(6) 2018, the patient was discharged to the hospital. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal at a dose of ¿in the 300¿s¿ per day. The reason for use was intractable spasticity. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI (magnetic resonance image). The caller stated that the patient has blood clots and has been having ultrasounds every 2 days since (B)(6) 2018. Starting on (B)(6) 2018, they noticed multiple motor stalls and motor stall recoveries in the logs. The rep was not certain, but it did not seem that the stalls matched with the times they had ultrasounds. The caller noted that the pump didn¿t start alarming until (B)(6) 2018. There were no symptoms reported. There were no further complications reported/anticipated. Additional information was received from the rep on (B)(6) 2018. The rep reported that the doctor is replacing the pump tomorrow ((B)(6) 2018). The rep stated that they were hoping the hospital will release the pump to them so they can send it back to the manufacturer for analysis. However, the rep also stated that it is ¿extremely difficult to get hospital to give me product to send back.¿ regarding what dose they wanted to start the patient with, the hcp reported, ¿ok. Well his issue was not getting too much or too little just off. Motor stall. Also. He was on blood thinner so had to convert. I think it should be fine with his old dose.¿ another rep was going to cover the event on (B)(6) 2018. There were no further complications reported/anticipated. Additional information was received from the rep on (B)(6) 2018. Tracking for the pump was provided, as it would be returned to the manufacturer for analysis. The patient did not report any clear signs of withdrawal or overdose prior to the replacement of the pump on (B)(6) 2018. The catheter was unchanged and patent prior to and following attachment of the new pump. The diagnosis was reported as ¿post stroke.¿ the patient¿s weight was asked but unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was a hole in pump tube/mechanical damage and there was a feedthru anomaly/shorting across insulator of the motor. If information is provided in the future, a supplemental report will be issued.